Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01, implanted: (B)(6) 2007-05-25; product ID 3830, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.